Event description:
The customer reported a leak inside the coulter hmx hematology analyzer w/ autoloader. The instrument was running high on controls and high on h&h patient samples when the leak was noticed. The volume of the leak was about 2 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that there was a hole in the tubing through pinch valve pv42. Pinch valve pv42 is the vent line for the probe wipe cylinder, cl3. As a result the probe wipe cylinder would not move all the way down and cause a leak at the probe. The fse replaced the tubing through pinch valve pv42 and the instrument ran without any leaks and passing all controls and h & h for patient samples. The repairs were verified per established procedures. (B)(4).